Manufacturer narrative:
Abiomed's medical safety officer reviewed and there is not enough information to exclude the impella cp device used as an associated factor to the patient's demise outcome given the access site bleeding event. Heparin in purge may have impacted/exacerbated the outcome of the bleed for the patient. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an extensive cardiac history/comorbidities was on impella rp flex and impella cp support. The patient had been found down and unresponsive in the community. Cardiopulmonary resuscitation was given and the patient was intubated for percutaneous coronary intervention. It was noted that the heparin drip was to be started when left femoral oozing was controlled. Ultimately, the patient expired on support.